Event description:
It was reported that the programmer has been unable to interrogate implantable heart devices at times. It was noted that it was as though the heart device was not recognized by the programmer. Changing out the radiofrequency programmer head did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the programmer head was intermittently unable to interrogate and therefore the link electronic module (lem) was replaced and calibrated. Analysis further noted that the keyboard was pulling apart and it was replaced and the software was reloaded due to the lem replacement. (B)(4).